Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the exact type and cause could not be determined. The anatomy at implant was unknown. Complete post-implant CT¿s were not received for a more thorough analysis of the endoleaks. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible that the observed inadequate proximal seal was a type ia endoleak in addition to the type ii endoleaks but this could not be fully confirmed. Further endoleak types (e.g. Type IV, type iiia) also cannot be ruled out from the limited images provided. Analysis of the returned CT slices did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 30-apr-2023, UDI#: (B)(4); product ID: etlw1624c124e, serial/lot #: (B)(4), ubd: 27-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of 45mm symptomatic abdominal aortic aneurysm. It was reported that  a post implant scan performed showed an endoleak. The physician was not sure whether it is a type ii or type I endoleak. No cause was reported.  No additional clinical sequalae were provided and the patient will be monitored.